Event description:
In 2003, pt underwent carotid artery endarterectomy (cea) procedure on the right neck with implantation of vascular patch. Approx two months post-op, pt presented with an infection of the surgical site including formation of pseuodaneurysm and sepsis. Two months later, pt underwent exploratory procedure of right neck. Procedure included debridement of tissue, resection of infected carotid (including vascular patch), interpositioning of saphenous vein and closure. Device was not returned for analysis. Pt status indicated as: neurologically intact, convalessing on intravenous antibiotics.